Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed button error and battery out limit. Customer was finishing. Customer had to clear two battery out limit alarms, failed battery test, and button error alarm. Blood glucose was unknown. Troubleshooting was performed for all alarms. The batteries were left out the device for greater duration then allowed. Customer was receiving a new battery cap for the failed battery test. Customer stated the esc and act buttons were functioning intermittently. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.